Event description:
Pt underwent placement of left total knee prosthesis during 6/94. Pt continued to have problems with her left knee and complained of continued pain, swelling, and decreased motion of the knee. Radiographic examination revealed a radiolucency of the femoral component. The pt was admitted to the hosp and underwent revision of the left total knee. Intraoperatively, no porous ingrowth of the femoral component was found. Revision of the femoral component was carried out.